Event description:
It was reported that a large volume intermate was missing a ¿blue tip¿. This was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 6 of 7.

Manufacturer narrative:
(B)(4). This lot was manufactured on january 6, 2012 ¿ january 9, 2012. Baxter received the unit for evaluation. A visual inspection identified that the fill port cap was missing. Since the device was received out of its original packaging it is unknown if the cap was in the original packaging before opening. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.